Event description:
It was reported that there was event with a high-flow arthroscope sheath. According to the information received, the arthroscopy shirt becomes unsuitable / unscrewed during surgery. At that time the shirt was holding the optic in the patient. The surgeon spends 15 minutes trying to pull up the shirt so it is surgical time. Surgery can resume but no fallback solution on the block in case of a new incident. In addition, the shirt leaks which reinforces the difficulties on the gesture. Information about patients health was not provided. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Date of manufature not known. The complaints from 2010 to 2021 were queried. There are no anomalies in this regard. No further potential incident. Since no article is available here for investigation, the incident cannot be evaluated. A more detailed analysis can only be made once the article has been returned. The event is filed under internal karl storz complaint ID (B)(4).